Event description:
Additional information has been requested and received stated that left eye was involved. No further information available.

Manufacturer narrative:
The lens was not returned in the carton. A photo was provided. This photo shows a multifocal lens in the eye. One haptic gusset area is visible. Large, cracked areas are observed on the top and bottom of the optic edge, midway between the haptic/optic junction areas. The damage is in the same location on each side. This may indicate a plunger override occurred. A cartridge was indicated. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. Based on review of the provided photo the optic edge is cracked on both sides. Large, cracked areas were observed on the top and bottom of the optic edge, midway between the haptic/optic junction areas. The damage is in the same location on each side. This may indicate a plunger override occurred. Review of the returned used cartridge was inconclusive. Viscoelastic usage could not be determined because the cartridge was returned in liquid. No problem was found with the returned used cartridge. Top coat dye stain testing was conducted with acceptable results. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. Per the IFU: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. In addition, the IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the trifocal iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol was deployed with cracks around the edges. The cracked iol was cut out of a patient and replace with a another iol to complete the procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).